Event description:
Home care patient stated they were trying to get in bed when the mattress slid and they fell on the floor. Patient remained on floor until family member came over four hours later. Ems took patient to hospital and pt spend five days in hospital due to brusing and scratches. Mattress inspected by technician and found straps attached but loose. Mattress on a dme bedframe and the siderails had been cut off.